Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10. Therapy dates-september 5, 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior cervical fusion (c2) for foramen magnum stenosis on (B)(6) 2023. After inserting the screw into the vertebrae with a screwdriver, the surgeon tried to remove the screwdriver, but it stuck to the screw and was difficult to remove. The patient's bone quality was relatively fragile, and the screwdriver got stuck under the circumstance where strong force could not be applied to the screw during removal of the screwdriver. Although the screw was inserted once, it was ultimately removed because it could not provide the expected torque to the patient's relatively fragile bone. Therefore, a hook was used as a substitute, and the event did not affect the final fixation. The surgery was completed successfully with no surgical delay. Patient status/outcome: stable no further information is available. Concomitant device reported: unk - screwdrivers: symphony (part# unknown; lot# unknown; quantity# unknown). This report is for one (1) 4.0 ply scrw 3.5x14 this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: kwp. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: only initial reporter's address is known. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.